Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing during arrhythmia was seen on a remote transmission. There was also concern if the device was consistently biventricular pacing. Follow up indicated that after a review of the information, the physician had no concerns. The patient will be monitored and no interventions were done. The atrial lead and device remain in use. No patient complications have been reported as a result of this event.